Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy with strong infiltration of teguments") and rectal haemorrhage ("rectorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(4) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), asthenia ("asthenia"), eczema ("eczema"), gastrointestinal motility disorder ("transit disorders"), muscular weakness ("muscular weakness"), neck pain ("cervical and arm nerve pain"), neuralgia ("cervical and arm nerve pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals, rectal haemorrhage, asthenia, eczema, gastrointestinal motility disorder, muscular weakness, neck pain, neuralgia and metrorrhagia outcome was unknown. The reporter provided no causality assessment for asthenia, eczema, gastrointestinal motility disorder, metrorrhagia, muscular weakness, neck pain, neuralgia and rectal haemorrhage with essure. The reporter considered allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy. Allergy tests (continued) performed after the insertion of essure to find the reason of the symptoms: the tests confirmed a nickel allergy with strong infiltration of teguments. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: allergy to metals: the analysis revealed 399 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel, cobalt, chrome allergy with strong infiltration of teguments"), rectal haemorrhage ("rectorrhagia, worsening in (B)(6) 2014") and anal abscess ("pain in perineum, spontaneously excavated abscess on the anal margin") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included flu-like symptoms (during 4th pregnancy), multigravida, parity 4, laryngeal disorder (due to family conflict) in 2006, chest discomfort (due to family conflict) in 2006, family stress in 2006, depressive reaction (with anxiety due to family conflict) in 2006, otitis externa (with eczema) on (B)(6) 2009, cervical neuralgia in 2007 and rectorrhagia in 2005. Regular gynecological follow ups. Before essure insertion patient in good health, not followed for any disorder. Moderate mucous hypertrophy at end of periods discovered during essure insertion. Previously administered products included for contraception: sertalia iud, mirena iud and minidril; for an unreported indication: spasfon on (B)(6) 2009, doliprane on (B)(6) 2009, clamoxyl on (B)(6) 2009, speciafoldine on (B)(6) 2009, lutenyl on (B)(6) 2009, antibjo on (B)(6) 2009, nicorette on(B)(6) 2009 and xanax 0.5 mg from 2006 to 2007. Concurrent conditions included nickel sensitivity (discovered during fourth pregnancy, signs of contact allergy to costume jewellery) since (B)(6) 2009 and retroverted uterus. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced coital bleeding ("postcoital menorrhagia, bleeding after sexual intercourse"). On (B)(6) 2011, 4 months 5 days after insertion of essure, the patient experienced lymphadenopathy ("swollen lymph nodes (adenopathy)"). On (B)(6) 2011, the patient experienced asthenia ("asthenia, major asthenia since 2013"), cough ("cough"), lacrimation increased ("teary eyes"), decreased appetite ("reduced appetite") and ocular hyperaemia ("mild diffuse redness of eyes"). In (B)(6) 2011, the patient experienced arthralgia ("recent diffuse joint pain, multiple joint pain"). On (B)(6) 2011, the patient experienced cyst ("cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect"). On (B)(6) 2012, the patient experienced the first episode of nasopharyngitis ("viral infection in ent sphere") with nasal congestion. On (B)(6) 2013, the patient experienced the second episode of nasopharyngitis ("viral infection in ent sphere") with myalgia and cough. On (B)(6) 2013, the patient experienced anal abscess (seriousness criterion hospitalization) with perineal pain. On (B)(6) 2014, the patient experienced metrorrhagia ("metrorrhagia"). In 2014, the patient experienced rectal haemorrhage (seriousness criterion hospitalization), weight decreased ("weight loss of 9 kg in a few months") and diarrhoea ("chronic diarrhoea, 5 or 6 episodes a day"). In (B)(6) 2015, the patient experienced tongue blistering ("bump on the tongue, grown in past month"). In (B)(6) 2015, the patient experienced muscular weakness ("pain in left arm with muscular weakness"), cervical radiculopathy ("cervical and arm nerve pain"), neuralgia ("cervical and arm nerve pain"), paraesthesia ("pain in left arm with muscle weakness and pins and needles in the fingers, paraesthesia in extremities"), musculoskeletal pain ("pain in shoulder girdle and cervical-occipital junction") and pain in extremity ("pain in her left arm, exclusively diurnal, worsens on effort of carrying weight"). On (B)(6) 2015, the patient experienced pharyngitis ("inflammatory pharyngitis with post-nasal drip") with dysphonia, cough and upper-airway cough syndrome. On (B)(6) 2016, the patient experienced asthma ("asthmatic bronchitis"). In 2016, the patient experienced hot flush ("hot flushes"), hyperhidrosis ("sweating") and menstruation delayed ("delayed menstruation"). On (B)(6) 2016, the patient experienced fatigue ("major fatigue"), headache ("headaches"), dry skin ("dry skin") and somnolence ("often feels bleary"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema and rash, gastrointestinal motility disorder ("transit disorders"), intervertebral disc degeneration ("mild incipient degenerative injury at c5-c6"), uterine leiomyoma ("uterine fibroids") with uterine enlargement, menometrorrhagia ("menometrorrhagia"), amnesia ("memory disturbances, loss"), dyspareunia ("major non-positional dyspareunia"), chronic sinusitis ("chronic sinusitis"), bone pain ("diffuse bone pain"), adenomyosis ("adenomyosis") and pelvic pain ("pelvic pain"). The patient was hospitalized on (B)(6) 2013 and then on (B)(6) 2014. The patient was treated with ibuprofen (ibuprofen arrow), ibuprofen (ibuprofen almus), paracetamol (efferalgan), derinox [naphazoline nitrate,prednisolone], amylase (maxilase), paracetamol (doliprane), tranexamic acid, herbal preparation (normacol), spasfon, naproxen sodium, omeprazole, beclometasone dipropionate (qvar), betamethasone dipropionate (diprosone), desloratadine (aerius), supradyn, anesthetics, general, pansoral, salbutamol (ventoline), acetylcholine, herbal preparation, surgery (essure removal: bilateral salpingectomy, total hysterectomy on (B)(6) 2017) and surgery (abscess debrided on (B)(6) 2013). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, intervertebral disc degeneration, hot flush, hyperhidrosis, menometrorrhagia, amnesia, dyspareunia and bone pain outcome was unknown, the rectal haemorrhage, anal abscess, weight decreased, diarrhoea, gastrointestinal motility disorder, muscular weakness, cervical radiculopathy, neuralgia, musculoskeletal pain, asthenia, metrorrhagia, lymphadenopathy, cyst, the last episode of nasopharyngitis, pharyngitis, cough, lacrimation increased, decreased appetite, arthralgia, ocular hyperaemia, asthma, coital bleeding, uterine leiomyoma, menstruation delayed, fatigue, pain in extremity, tongue blistering, adenomyosis, pelvic pain, headache, dry skin and somnolence had resolved and the paraesthesia and chronic sinusitis had not resolved. The reporter considered adenomyosis, allergy to metals, amnesia, anal abscess, arthralgia, asthenia, asthma, bone pain, cervical radiculopathy, chronic sinusitis, coital bleeding, cough, cyst, decreased appetite, diarrhoea, dry skin, dyspareunia, fatigue, gastrointestinal motility disorder, headache, hot flush, hyperhidrosis, intervertebral disc degeneration, lacrimation increased, lymphadenopathy, menometrorrhagia, menstruation delayed, metrorrhagia, muscular weakness, musculoskeletal pain, neuralgia, ocular hyperaemia, pain in extremity, paraesthesia, pelvic pain, pharyngitis, rectal haemorrhage, somnolence, tongue blistering, uterine leiomyoma, weight decreased, the first episode of nasopharyngitis and the second episode of nasopharyngitis to be related to essure. The reporter commented: symptoms started within a few months after essure placement. For 6 years, the disorders were medically observed, none of the numerous investigations led to discovery of true etiology. Numerous treatments were prescribed and taken. Nickel allergy was positive during test during fourth pregnancy of patient one year before essure placement, but no precautions were taken by gynecologist who implanted essure. Subsequently patient experienced the unexplained symptoms. In (B)(6) 2017, allergy test again came back positive for nickel, and positive for chrome and cobalt two components of the essure inserts diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: before essure insertion: all normal x-ray - on (B)(6) 2010: both essure inserts in place x-ray of axilla - on (B)(6) 2011: cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect cytology examination as prescribed - on (B)(6) 2014 (no results) coloscopy, total - on (B)(6) 2014 due to chronic diarrhea and rectorrhagia: total coloscopy and ileoscopy normal. No particular abnormality explaining rectorrgaia and disturbance of bowel motility spinal x-ray - on (B)(6) 2015: mild incipient degenerative injury at c5-c6 with no significant disturbances of vertebral posture or obvious sequelae cervical MRI - on (B)(6) 2015 due to cervicobrachial neuralgia with hypoasethesia in left upper limb with no motor deficit: no abnormalities found cervical smear test - on (B)(6) 2016: sample contained intermediate and superficial malpighian cells. The basal layer is inflammatory pelvic ultrasound - on (B)(6) 2016: intrauterine microcysts, possibly suggesting adenomyosis allergy tests during 4th pregnancy ((B)(6) 2009) and again at specialist - in (B)(6) 2017: patch test positive for nickel allergy (2 crosses) with marked infiltration of teguments, positive to cobalt and chrome. Chest x-ray - on (B)(6) 2017 due to persistent cough (no results provided) gynecological examination - on (B)(6) 2017: cervix enlarged, bleeds easily on contact, uterus retroverted, quite mobile, painful on mobilisation: need of surgical management in part due to phenomena of suspected intolerance to essure inserts and the problem of menorrhagia. Pathology report - on (B)(6) 2017 (after total hysterectomy , salpingectomy): only adenomyosis found plain film of abdomen - on (B)(6) 2017: complete removal of essure inserts the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: allergy to metals: the analysis revealed 408 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: report from attorney: age (birth date), initials (nb), medical history, treatment added. Essure used from (B)(6) 2010 to (B)(6) 2017. New events were added (previously reported events nickel allergy, rectorrhagia, asthenia, eczema, transit disorders, muscular weakness, cervical and arm nerve pain, metrorrhaghia). Symptoms resolved after removal of essure, except for chronic sinusitis and a little paraesthesia in extremities. Treatment drugs and test results added (none reported previously, except for allergy test: positive for nickel). Events were considered related to essure. On (B)(6) 2018: attorney also reported during insertion of implants, it was noticed that patient had moderate mucous hypertrophy at end of periods. On (B)(6) 2018: no additional information. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel, cobalt, chrome allergy with strong infiltration of teguments"), rectal haemorrhage ("rectorrhagia, worsening in (B)(6) 2014") and anal abscess ("pain in perineum, spontaneously excavated abscess on the anal margin") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included flu-like symptoms (during 4th pregnancy), multigravida, parity 4, laryngeal disorder (due to family conflict) in 2006, chest discomfort (due to family conflict) in 2006, family stress in 2006, depressive reaction (with anxiety due to family conflict) in 2006, otitis externa (with eczema) on 5-jan-2009, cervical neuralgia in 2007 and rectorrhagia in 2005. Regular gynecological follow ups. Before essure insertion patient in good health, not followed for any disorder. Moderate mucous hypertrophy at end of periods discovered during essure insertion. Previously administered products included for contraception: sertalia iud, mirena iud and minidril; for an unreported indication: spasfon on (B)(6) 2009, doliprane on (B)(6) 2009, clamoxyl on (B)(6) 2009, speciafoldine on (B)(6) 2009, lutenyl on (B)(6) 2009, antibjo on (B)(6) 2009, nicorette on (B)(6) 2009 and xanax 0.5 mg from 2006 to 2007. Concurrent conditions included nickel sensitivity (discovered during fourth pregnancy, signs of contact allergy to costume jewellery) since (B)(6) 2009 and retroverted uterus. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced coital bleeding ("postcoital menorrhagia, bleeding after sexual intercourse"). On (B)(6) 2011, 4 months 5 days after insertion of essure, the patient experienced lymphadenopathy ("swollen lymph nodes (adenopathy)"). On (B)(6) 2011, the patient experienced asthenia ("asthenia, major asthenia since 2013"), cough ("cough"), lacrimation increased ("teary eyes"), decreased appetite ("reduced appetite") and ocular hyperaemia ("mild diffuse redness of eyes"). In (B)(6) 2011, the patient experienced arthralgia ("recent diffuse joint pain, multiple joint pain"). On (B)(6) 2011, the patient experienced cyst ("cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect"). On (B)(6) 2012, the patient experienced the first episode of nasopharyngitis ("viral infection in ent sphere") with nasal congestion. On (B)(6) 2013, the patient experienced the second episode of nasopharyngitis ("viral infection in ent sphere") with myalgia and cough. On (B)(6) 2013, the patient experienced anal abscess (seriousness criterion hospitalization) with perineal pain. On (B)(6) 2014, the patient experienced metrorrhagia ("metrorrhagia"). In 2014, the patient experienced rectal haemorrhage (seriousness criterion hospitalization), weight decreased ("weight loss of 9 kg in a few months") and diarrhoea ("chronic diarrhoea, 5 or 6 episodes a day"). In (B)(6) 2015, the patient experienced tongue blistering ("bump on the tongue, grown in past month"). In (B)(6) 2015, the patient experienced muscular weakness ("pain in left arm with muscular weakness"), cervical radiculopathy ("cervical and arm nerve pain"), neuralgia ("cervical and arm nerve pain"), paraesthesia ("pain in left arm with muscle weakness and pins and needles in the fingers, paraesthesia in extremities"), musculoskeletal pain ("pain in shoulder girdle and cervical-occipital junction") and pain in extremity ("pain in her left arm, exclusively diurnal, worsens on effort of carrying weight"). On (B)(6) 2015, the patient experienced pharyngitis ("inflammatory pharyngitis with post-nasal drip") with dysphonia, cough and upper-airway cough syndrome. On (B)(6) 2016, the patient experienced asthma ("asthmatic bronchitis"). In 2016, the patient experienced hot flush ("hot flushes"), hyperhidrosis ("sweating") and menstruation delayed ("delayed menstruation"). On (B)(6) 2016, the patient experienced fatigue ("major fatigue"), headache ("headaches"), dry skin ("dry skin") and somnolence ("often feels bleary"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with eczema and rash, gastrointestinal motility disorder ("transit disorders"), intervertebral disc degeneration ("mild incipient degenerative injury at c5-c6"), uterine leiomyoma ("uterine fibroids") with uterine enlargement, menometrorrhagia ("menometrorrhagia"), amnesia ("memory disturbances, loss"), dyspareunia ("major non-positional dyspareunia"), chronic sinusitis ("chronic sinusitis"), bone pain ("diffuse bone pain"), adenomyosis ("adenomyosis") and pelvic pain ("pelvic pain"). The patient was hospitalized on (B)(6) 2013 and then on (B)(6) 2014. The patient was treated with ibuprofen (ibuprofen arrow), ibuprofen (ibuprofen almus), paracetamol (efferalgan), derinox [naphazoline nitrate, prednisolone], amylase (maxilase), paracetamol (doliprane), tranexamic acid, herbal preparation (normacol), spasfon, naproxen sodium, omeprazole, beclometasone dipropionate (qvar), betamethasone dipropionate (diprosone), desloratadine (aerius), supradyn, anesthetics, general, pansoral, salbutamol (ventoline), acetylcholine, herbal preparation, surgery (essure removal: bilateral salpingectomy, total hysterectomy on (B)(6) 2017) and surgery (abscess debrided on (B)(6) 2013). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, intervertebral disc degeneration, hot flush, hyperhidrosis, menometrorrhagia, amnesia, dyspareunia and bone pain outcome was unknown, the rectal haemorrhage, anal abscess, weight decreased, diarrhoea, gastrointestinal motility disorder, muscular weakness, cervical radiculopathy, neuralgia, musculoskeletal pain, asthenia, metrorrhagia, lymphadenopathy, cyst, the last episode of nasopharyngitis, pharyngitis, cough, lacrimation increased, decreased appetite, arthralgia, ocular hyperaemia, asthma, coital bleeding, uterine leiomyoma, menstruation delayed, fatigue, pain in extremity, tongue blistering, adenomyosis, pelvic pain, headache, dry skin and somnolence had resolved and the paraesthesia and chronic sinusitis had not resolved. The reporter considered adenomyosis, allergy to metals, amnesia, anal abscess, arthralgia, asthenia, asthma, bone pain, cervical radiculopathy, chronic sinusitis, coital bleeding, cough, cyst, decreased appetite, diarrhoea, dry skin, dyspareunia, fatigue, gastrointestinal motility disorder, headache, hot flush, hyperhidrosis, intervertebral disc degeneration, lacrimation increased, lymphadenopathy, menometrorrhagia, menstruation delayed, metrorrhagia, muscular weakness, musculoskeletal pain, neuralgia, ocular hyperaemia, pain in extremity, paraesthesia, pelvic pain, pharyngitis, rectal haemorrhage, somnolence, tongue blistering, uterine leiomyoma, weight decreased, the first episode of nasopharyngitis and the second episode of nasopharyngitis to be related to essure. The reporter commented: symptoms started within a few months after essure placement. For 6 years, the disorders were medically observed, none of the numerous investigations led to discovery of true etiology. Numerous treatments were prescribed and taken. Nickel allergy was positive during test during fourth pregnancy of patient one year before essure placement, but no precautions were taken by gynecologist who implanted essure. Subsequently patient experienced the unexplained symptoms. In (B)(6) 2017, allergy test again came back positive for nickel, and positive for chrome and cobalt twwo components of the essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: before essure insertion: all normal. X-ray - on (B)(6) 2010: both essure inserts in place. X-ray of axilla - on (B)(6) 2011: cyst in left axilla measuring 9 mm in height, 8 mm in width and 4 mm in anterior-posterior aspect . Cytology examination as prescribed - on (B)(6) 2014 (no results). Coloscopy, total - on (B)(6) 2014 due to chronic diarrhea and rectorrhagia: total coloscopy and ileoscopy normal. No particular abnormality explaining rectorrhagia and disturbance of bowel motility. Spinal x-ray - on (B)(6) 2015: mild incipient degenerative injury at c5-c6 with no significant disturbances of vertebral posture or obvious sequelae. Cervical MRI - on (B)(6) 2015 due to cervicobrachial neuralgia with hypoaesthesia in left upper limb with no motor deficit: no abnormalities found. Cervical smear test - on (B)(6) 2016: sample contained intermediate and superficial malpighian cells. The basal layer is inflammatory. Pelvic ultrasound - on (B)(6) 2016: intrauterine microcysts, possibly suggesting adenomyosis. Allergy tests during 4th pregnancy ((B)(6) 2009) and again at specialist - in (B)(6) 2017: patch test: positive for nickel allergy (2 crosses) with marked infiltration of teguments, positive to cobalt and chrome. Chest x-ray - on (B)(6) 2017 due to persistent cough (no results provided). Gynecological examination - on (B)(6) 2017: cervix enlarged, bleeds easily on contact, uterus retroverted, quite mobile, painful on mobilisation: need of surgical management in part due to phenomena of suspected intolerance to essure inserts and the problem of menorrhagia. Pathology report - on (B)(6) 2017 (after total hysterectomy , salpingectomy): only adenomyosis found. Plain film of abdomen - on (B)(6) 2017: complete removal of essure inserts. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 24-apr-2018 for the following meddra pts: allergy to metals: the analysis revealed 408 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2018: this report from attorney was detected to be a duplicate/follow up report to an earlier reported record# 2017-153454. All information was transferred to the earlier record. This record# 2018-067411 will be deleted. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.